Event description:
The customer experienced a blood glucose (bg) level of 540 mg/dl. The customer did not indicate how bg level was treated. At the time of the report to tandem technical support, the customer confirmed the reported issue was resolved. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.